Manufacturer narrative:
(B)(4). Investigation summary: it was reported that the fixation tab came off the suture before use. It was received for analysis two empty opened labeled winding former and two used needle-suture piece of product code sxpp1a300. During visual inspection of the samples, the swage and attachment area were as expected. Marks on the body needles that appears to be by the use of a surgical instrument could be observed. The sutures were examined and body fluids at some barbs were observed and the sides of the fixation tab were broken. In addition, two sides of the were returned for analysis, the pieces were examined and only was noted body fluid. The manufacturing records could not be reviewed as the batch number is unknown. No conclusion could be reached on what caused that the fixation tab came off the suture. Note: events reported via mw # 2210968-2020-09021, 2210968-2020-09022. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. During the surgery, the fixation tab came off the suture before use. There were no adverse consequences to the patient. Upon evaluation of returned device, it was found used and fixation tab feature broken.